Event description:
The customer reported that during an ablation procedure, the patient complained of leg pain. A 2nd degree burn (5 cm x 1.5 cm) was observed on the patient's right leg. The burn was treated by a dermatologist.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.